Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·the setting mode of the electrosurgical unit was ¿coagulation¿. ·the setting value for the output activation was high. ·the output activation time was long. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device presented sparks when generated by energization and the knife wire dropped. There was no patient involvement.